Event description:
It was reported that the cassette not attached load v5 software during testing was experienced. No patient injury.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition and the tamper seal was intact. There was evidence of the error or reported problem recorded in event history log once. The reported problem however was not duplicated. No fault was found. The root cause of the reported problem was unknown. No corrective actions were needed but as a preventative measure/action the device sensors were recalibrated. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: catalogue number: 21-2120-0104-01.